Event description:
Manufacturer representative reported patient had new pain unrelated to baseline. Issue is ongoing. Rep reported that new pain at the pocket ins site, slightly angled, causing pain. It¿s just that the ins is sitting at an angle now, which is causing discomfort. The cause was unknown, patient states she helped her mother in law or friend move recently, and noticed this pain soon thereafter. Actions interventions planned to resolve the issue is pocket revision, to bury the ins deeper and flatter. Revision surgery has not yet been scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.